Manufacturer narrative:
(B)(4). Correction: device was not returned. Failure to follow steps/instructions. The arteriotomy was 8f and per instructions for use, under indications for use: the prostar xl 10f pvs system is designed for use in conjunction with 8.5f to 24f sheaths. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficulty removing the white suture deployed needles could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, seven unused, sterile devices with same lot number as reported device were returned for evaluation. Functional testing was successfully performed on the sterile devices. No manufacturing issues or abnormal observations were detected.